Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure approximately twenty months ago. Concomitant procedures were sacrospinous ligament fixation and posterior repair. The patient was asymptomatic for one year after the surgery. At that point, the patient developed urgency symptoms. The patient was referred her to a urologist who performed a cysto that was "negative". The urologist placed the patient on anticholinergics which resolved her symptoms. The patient recently represented with a series of urinary tract infections and was treated with macrobid, levaquin, and septra ds. As part of the workup, a CT scan was performed that showed intravesical calcifications. The urologist took the patient to the operating room and pulled out several stones. Upon doing this, he saw a 1.5 x 1.0cm area of exposed mesh. The patient currently has a foley in and has hematuria. The patient is scheduled to undergo a surgical procedure to remove the mesh.

Manufacturer narrative:
(B)(4) - intravesical calcifications. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.